Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, once the lens was implanted in the eye they noted a large crack in the optic. Unfortunately, it had to be cut out of the eye. The surgeon did successfully remove the lens and was able to place another same model lens during initial procedure. Additional information has been received and updated.